Manufacturer narrative:
The device was received with bleeding and cracked lcd glass. The device was received with minor scratched display window, cracked case at display window corner, and with cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's lcd screen had a spot of ink and was broken. No further information provided.